Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) pace sense lead impedance was stable three months ago, but has now risen. It was also noted that the threshold on the rv lead had also risen over the same period. The lead was reprogrammed and remains in use, and there were no patient complications reported as a result of this event.